Manufacturer narrative:
(B)(4). Batch # p57a4j. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with an ecr60b cartridge loaded on the device. The cartridge was received broken and partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the cartridge it is possible that the damaged was due to an improper handling of the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
Could not fire. During the radical gastrectomy for gastric cancer, could not fire on the 2nd firing with one aloud sound. Another device was used to complete the surgery. There were no adverse consequences to the patient.